Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported for her son via phone call that the insulin pump was exposed to moisture. The patient¿s blood glucose was unknown at the time of the incident. The customer reported that she went to the battery in it after not using it for a couple of weeks ago. The customer reported that son noticed white crusty stuff in the battery compartment. The customer reported that issue occurred a couple of days ago. The customer stated the insulin pump was exposed to fluid/moisture was battery left in the pump. Customer stated that the type of fluid exposure to the pump was possible battery acid. Customer reported fluid in the battery compartment. Customer stated that the home screen did not appear on the display. Customer reported scratch on the lcd screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Blank display due to corroded battery tube and battery cap contact. Unable to perform the self test, displacement test and operating currents measurement due to blank display anomaly. No moisture damage on the electronics and motor. Pump had cracked case at display window corners, battery tube threads, reservoir tube lip, broken belt clip slot and minor scratched display window.